Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch lancing device would not cock properly. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approx 8:00 am on (B) (6) 2010. The cca documented that the pt takes a combination of oral medications to manage her diabetes (humalog 9 units, lantus 30 units, and glucophage 1000 mg). The pt stated that due to the alleged lancing device issue, she reduced her glucophage medication dosage to 500 mg. One day after the alleged product issue started, the pt reportedly developed the symptom of thirst. The pt did not report any medical treatment in response to her symptom. The cca documented that there was no misuse on the reported product. A new lancing device was sent to the pt. This complaint is being reported because the pt claims she reduced her oral medication dosage due to the reported issue and reportedly developed a symptom suggestive of hyperglycemia after the alleged lancing device issue began.